Event description:
Philips received a product complaint regarding a v60 ventilator malfunction that resulted in the device being down during a repair procedure. There was no patient involvement at the time the issue was discovered, and no patient or user harm was reported. The customer initially contacted technical support for guidance on how to remove the air inlet collar, a component they were attempting to service, and they ultimately located the required tool within their own service kit. However, follow-up information received on june 15, 2026, clarified that the true malfunction involved the gas delivery subsystem (gds), which was causing the device to trigger a 120f "low tidal volume" alarm error.